Manufacturer narrative:
Reliability analysis performed on 1 opened/used reservoir performed pre-fill reservoir. The reservoir passed testing and no air bubbles anomaly was found during analysis. The o-ring were checked for defects and none was found.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's reservoir had air bubbles inside it. Customer reported that the air bubbles were large and she was unable to remove them. Blood glucose level was 134 mg/dl at the time of the call. No further info was provided.